Event description:
The procedure was performed on a patient who had a femoral bypass. One year ago two stents were placed distally to the bypass for improvement of distal blood flow. The patient presented with popliteal artery bleeding at the level where the stents were implanted. Two gore viabahn endoprostheses were used in order to treat the bleeding with stent relining. The medical devices were advanced over a v-18 stiff guidewire from boston through a cook check flow 6fr introducer sheath (70cm long) and a cross over approach was used. The first viabahn was implanted successfully. It was reported to gore that when the second device deployment was initiated a friction was observed and the deployment line broke without device deployment. When the viabahn was pulled back to the introducer sheath a distal partial deployment in the common femoral artery occurred next to the introducer sheath. A strong force was applied to remove the endoprosthesis from the artery. No vessel injury occurred during removal. The procedure was successfully completed with another gore viabahn endoprosthesis. The patient is doing well.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The engineering evaluation is currently in process.